Event description:
On september 17, 2022, fujifilm corporation became aware of an event involving pb2020-m. It was reported that during a diagnostic study the tip of the subject probe fell into the patient's lung. The tip was removed successfully without harm or injury. There was no death reported with the event.

Manufacturer narrative:
Fujifilm corporation determined the root cause of the reported issue to be a result of use beyond its expected use life. Per the instructions for use, the device should only be used for 6 months from the first date of use or 30 times, whichever comes first. It was confirmed that the subject device was installed on (B)(6) 2020 and was in use at the facility for approximately 22 months, and was used more than 70 times. Additionally, the facility used a disinfectant other than the disinfectant specified in the instructions for use.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.